Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms due to a suspected fracture. Additionally, there was no capture at maximum device outputs and low p-wave measurements. A chest x-ray will be performed and a revision procedure is scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
A revision procedure was subsequently performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.